Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20 ml bd luer-lok syringe was used to administer milrinone 6.4mg in 16ml sodium chloride 0.9% to a patient through a hickman central line. Approximately one hour after the syringe was connected to the central line air bubbles appeared. There as no report of injury to the patient or medical intervention provided. Although the notification date for this incident was 5/5/2016, three attempts were made to obtain additional information (5/9/2016, 5/17/2016, and 5/23/2016). As of 5/26/2016, no additional information had been received and the incident was evaluated as non-reportable. On 6/8/2016, additional information was received indicating that the air bubble reported were introduced into a central line. The incident was then re-evaluated and determined to be MDR reportable.

Manufacturer narrative:
On 7/4/2016, the initial reporter contacted bd and stated that baxter dublin believes the reported problem was related to the patient and not the device. He also stated that baxter dublin does not require any further information from bd. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4352808. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure. Additionally, the DHR review showed no defects that could cause leakage/air in the lines/faulty functionality of the syringe.

Event description:
On 7/4/2016, the initial reporter contacted bd and stated that baxter dublin believes the reported problem was related to the patient and not the device. He also stated that baxter dublin does not require any further information from bd.